Event description:
During a low anterior resection procedure, the staples were fired, but the tissue was not cut. The surgeon resected the staple lines and applied suture. The pt's status is satisfactory.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.